Event description:
It was reported by the sales rep. The patient stated that he was having back spasm. He stopped using the unit and now he has back spasms very seldom. The patient stated that the pain started about 3 weeks after he started using the spinal pak. The pain was below the skin. The pain level was from 8 to 10. The patient stated that he stopped using the spinal pak after a week of having the spasms. The patient has not increased his daily activity. The patient stated that while he was using the spinal pak he decreased his daily activity. The patient spoke to the pa who told the patient to contact us. The patient was given a prescription for tizanidine 2mg 2 tables a day. The patient stated that he no longer takes the medication as he no longer has pain. I told the patient to do the time test with the spinal pak. New 72r electrodes and cover patches were shipped to the patient. The spinalpak device was not returned for evaluation.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021 medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep. The patient stated that he was having back spasm. He stopped using the unit and now he has back spasms very seldom. The patient stated that the pain started about 3 weeks after he started using the spinal pak. The pain was below the skin. The pain level was from 8 to 10. The patient stated that he stopped using the spinal pak after a week of having the spasms. The patient has not increased his daily activity. The patient stated that while he was using the spinal pak he decreased his daily activity. The patient spoke to the pa who told the patient to contact us. The patient was given a prescription for tizanidine 2mg 2 tables a day. The patient stated that he no longer takes the medication as he no longer has pain. I told the patient to do the time test with the spinal pak. New 72r electrodes and cover patches were shipped to the patient.